Event description:
The customer reported the recovery of multiple erroneously elevated or imprecise folate patient results over two days while using a specific folate calibrator lot. Actual patient results were not provided by the customer. This report represents the imprecise folate result generated for one patient on (B)(6) 2012 in conjunction with the use of folate calibrator lot 219962. The patient's initial folate result was elevated, above the reference range of the assay, and when repeated (in conjunction with the utilization of a different folate calibrator lot) lower results above the reference range were recovered on the same, as well as an alternate instrument. Collectively the results did not meet the precision claims of the assay. The imprecise result was reported outside of the laboratory and it is unknown as to whether there was a death, serious injury or modification to patient treatment associated or attributed to this event. The imprecise result was identified when the customer recalibrated (using a different lot of folate calibrator) and repeated fifty patient results after having received a beckman coulter inc. Notification regarding the stability of folate calibrator lot 219962. The customer reported that they noticed a "downward shift" in quality control (qc) performance after changing to a different calibrator lot. However, the customer also indicated that qc was performing within their established limits at the time the initial folate results were generated. Quality control results were recovering nearly two standard deviations below their established mean as of (B)(6) 2012. The patient sample was collected in a serum sample tube.

Manufacturer narrative:
Beckman coulter inc. Customer service assisted the customer in troubleshooting the erratic quality control (qc) performance and sent the customer alternate lots of reagent and calibrator to continue troubleshooting the low qc performance. The cause of this event is a folate calibrator stability issue. The cause of the calibrator instability is under investigation. Device evaluation was performed as part of initial issue investigation and is ongoing as part of further investigative activities. Correction/corrective action is ongoing. Associated mdrs: 2122870-2012-01717, 2122870-2012-01718.